Manufacturer narrative:
The technician found the CPR valve was stuck. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head section won't go down when using the CPR lever, but does lower using the siderail controls.